Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification through the progress clinical trial. As reported, 2 year follow-up source documents provided indicate that this event has now been reclassified as halt. Per the medical records, the patient was hospitalized for a myocardial infarction, and at that time, the tavr mean gradient was incidentally found to be 32 mmhg. The patient was started on eliquis due to concern for halt (hypoattenuating leaflet thrombosis). A repeat tte showed no improvement in the mean gradient, with a mean gradient of 35 mmhg. The patient is overall doing well but reports dyspnea and denies other cardiac symptoms. The provided medical records indicate that the patient's thv is exhibiting stenosis, which was originally thought to be halt. However, it appears that this diagnosis was not based on CT imaging. The patient was empirically started on oral anticoagulation without success. The patient will be referred to the structural heart clinic for consideration of viv tavr vs. Savr.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of valve stenosis was confirmed based on the provided medical record. The available information suggests that patient factors, particularly atherosclerosis (dyslipidemia), likely contributed to the event. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6: health effect - impact code. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification through the progress clinical trial. As reported, 2 year follow-up source documents provided indicate that this event has now been reclassified as halt. Per the medical records, the patient was hospitalized for a myocardial infarction, and at that time, the tavr mean gradient was incidentally found to be 32 mmhg. The patient was started on eliquis due to concern for halt (hypoattenuating leaflet thrombosis). A repeat tte showed no improvement in the mean gradient, with a mean gradient of 35 mmhg. The patient is overall doing well but reports dyspnea and denies other cardiac symptoms. The provided medical records indicate that the patient's thv is exhibiting stenosis, which was originally thought to be halt. However, it appears that this diagnosis was not based on CT imaging. The patient was empirically started on oral anticoagulation without success. The patient will be referred to the structural heart clinic for consideration of viv tavr vs. Savr. Edwards received additional information that the patient was admitted for a CABG x 1 with savr, and a mitral valve replacement as well. Echo showed moderate to severe stenosis with a mean gradient of 29 mmhg. The patient was noted to have increased gradients across his aortic valve. The patient also has been having decreased exercise tolerance and increased shortness of breath with exertion over that same timeframe. The patient was categorized as nyha class ii heart failure prior to tavr explant. He has been evaluated by a multidisciplinary valve team for reintervention. He does have low-lying coronaries and ultimately the recommendation of our group has been surgical intervention with open aortic valve replacement with removal of his transcatheter aortic valve and placement of a new bioprosthetic valve and single-vessel bypass. Coronary angiography from may of this year demonstrated mild nonobstructive coronary disease of the left system. He has a known cto of his rca with left to right collateralization.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint of stenosis was confirmed based on the provided medical record. The available information suggests that patient factors, particularly atherosclerosis (dyslipidemia), likely contributed to the event. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.